Manufacturer narrative:
Evaluation of the returned benchmark confirmed that the catheter was fractured. If the benchmark is retracted at an angle during removal, damage such as a kink and subsequent fracture may occur. The distal fractured segment was retrieved from the patient and not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark), a penumbra system red43 reperfusion catheter (red43), and a guidewire. It should be noted that the physician was unable to access the patient¿s femoral artery due to chronic peripheral disease and the patient¿s anatomy was very tortuous. The physician elected to continue the procedure using radial access. After completion of the procedure, while retracting the benchmark, the benchmark fractured at the midshaft. The proximal length of the benchmark was removed, and the distal length remained in the patient. On the next day, the distal portion of the benchmark was removed from the patient¿s upper left radial artery via vascular surgery.